Event description:
Complainant alleged that during training by a zoll medical sales rep, the device displayed a red "x" and a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.